Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alert 11 and an alert 13 occurred on the pump. Customer's blood glucose (bg) was over 500 mg/dl. Customer administered a manual injection to treat the high bg. Tandem technical support educated the customer on alerts and insulin therapy was resumed.